Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia(heavy menstrual bleeding)"). The patient was treated with surgery (robotic laparoscopic hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for- pelvic pain, abdominal pain and menorrhagia four coils were visualized. The left ostium was then visualized. Then, the ostium was easily cannulized with the essure release and five coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: medical records received : case became serious incident. Essure removal details added. Medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia(heavy menstrual bleeding)"). The patient was treated with surgery (robotic laparoscopic hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for- pelvic pain, abdominal pain and menorrhagia four coils were visualized. The left ostium was then visualized. Then, the ostium was easily cannulized with the essure release and five coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.